Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment were discontinued. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a caregiver change. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1g, intraperitoneal, every 96 hours, ongoing), ceftazidime injection (1g, intraperitoneal, once a day, ongoing) and amikacin injection (125mg, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported that retraining was done for the patient and caregiver. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.